Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that crossing difficulties encountered. A 3.00mm x 8mm liberté stent was selected to treat the lesion but it could not pass the lesion. The procedure was completed with another of the same device. The patient's status is stable. However, returned device analysis revealed stent damaged.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte stent delivery system (sds) with stent and a liberte shelf box, product pouch, product mandrel and protective tubing. The product mandrel was in the guidewire lumen through the tip and the protective tubing was positioned on the stent up to the damage; as received. There was contrast between the balloon folds. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The first two proximal rows of stent struts were flared and bent. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the stent damage or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).